Manufacturer narrative:
Investigation summary: it was reported that a 10 ml saline flush syringe had resistance when flushing. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that parts that are towards the high specification limit are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1116325. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer of plunger movement difficult could not be confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe, the device experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: it was reported that a 10 ml saline flush syringe had resistance when flushing. Email verbatim: "10 ml saline flush syringe had resistance when flushing past the 4ml region of the barrel ."